Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the nerve monitoring device was not picking up as it should have during the procedure. There was no major delay in the procedure and the procedure was completed with a back-up device. There was no patient or staff impact.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the mainframe and interface were broken. There was no known patient impact reported.